Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010, the patient obtained the blood glucose readings of 219 mg/dl and 227 mg/dl on the reported meter within 20 minutes of each other. After these readings the patient experienced the symptoms of sweating and then 'felt hot'. The patient did not seek any medical attention or treatment. The patient continued to take her usual dose of the oral diabetes medication glucophage (metformin) 100 mg twice per day. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings. Therefore, this complaint is being reported.